Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the seal biopsy valve cap leaked water. It was resolved by twisting the biopsy valve more tightly. The procedure was completed with another seal biopsy valve. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the seal biopsy valve cap leaked water. It was resolved by twisting the biopsy valve more tightly. The procedure was completed with another seal biopsy valve. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0504 captures the reportable event of biopsy cap leak. Block h10: investigation results: the returned seal biopsy cap was analyzed. Visual evaluation was performed and no defects were identified. The reported event was not confirmed. Product analysis identified that no defects were found and signs of use were present in the valve. It was reported that the biopsy valve leaked water and that the problem was resolved when the nurse twisted the biopsy valve on more tightly. It is likely that there was no problem with the device, and that the initial user accidentally did not adequately attach the seal to the endoscope, as adjustment by the nurse resolved the problem. Based on all available information and analysis of the returned device, the most probable cause is unintended use error caused or contributed to event, which indicates that the interaction between the user and the device caused or contributed to the event, and the device had no impact on its occurrence. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.